Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was "the two light leds light up too weakly so the picture is too dark, the blade has dents in two places". No patient involvement reported.

Manufacturer narrative:
Device evaluation: during the inspection the error description provided by the customer "leds light up too weakly" was confirmed, and further defects were detected. The device met the test specifications at the time of delivery. The technical examination of the video laryngoscopes revealed several user-induced defects that led to a failure of the light output. The damage to the blade on the housing and cover caused a loose connection on the circuit board and the light guides inside, which impairs light output and can also lead to failure. The event is filed under internal karl storz complaint ID: (B)(4).